Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient stated she was sleeping and fell out of bed about 3:00 am. She believes she had been convulsing and had cut her ear, hurt her arm, and hit her head. At some point she crawled back into bed. Her daughter woke her up about 6:00 am because there was blood all over her pillow. She stated she did not feel right and her cgm was reading 137 mg/dl but her fingerstick bg was reading 37 m/dl. Her daughter made her go to the hospital. At the hospital, they did a CT scan to check for head injuries as she takes blood thinners and they needed to make sure she didn't have a cerebral bleed. She was given an ace bandage for her arm, and pain medication (oxycodone). She was released the same day after her glucose level stabilized and test results showed no internal bleeding. At the time of the call she was doing fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.